Event description:
It was reported that the patient underwent repositioning of this right atrial (ra) lead three days after implant due to an unspecified issue. The ra lead remains in service and no additional adverse patient effects were reported.